Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the first two staples appeared misaligned. There were no clear signs of biological material on the device. The trigger was returned partially engaged. The stapler was received with 17 staples remaining in the cover block, indicating that at least 18 staples were fired by the end user. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon functional inspection, the first three staples misfired. The next staple fired properly. In order to simulate skin insertion, the stapler was fired into a simulated skin pad. The next 11 staples were successfully applied to the simulated skin pad. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The source of the staple misalignment could not be conclusively determined. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The returned stapler revealed that the first two staples were misaligned. Upon functional inspection, the staples were not able to consistently fire properly. The sample was disassembled. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the hcp failed to fire the skin stapler(staple not firing/jammed) during suturing procedure". No report of patient harm or injury.

Event description:
It was reported that "the hcp failed to fire the skin stapler(staple not firing/jammed) during suturing procedure". No report of patient harm or injury.

Manufacturer narrative:
Qn#(B)(4). Although a lot number was not reported, two potential lot numbers were found through sales history. The potential lot number are 73d2400447 and 73d2400178. Per DHR the product visistat 35r 6/box lot # 73d2400447 was manufactured on 04/09/2024 a total of (B)(4) pieces. Lot was released on 04/24/2024. DHR investigation did not show issues related to complaint. Per DHR the product visistat 35r 6/box lot # 73d2400178 was manufactured on 04/02/2024 a total of (B)(4) pieces. Lot was released on 04/16/2024. DHR investigation did not show issues related to complaint. Other remarks: n/a. Corrected data: n/a.